Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure procedure was performed, and a watchman access system (was) and a 20mm watchman flx closure device and delivery system (wds) was selected for use. The 20mm watchman flx closure device was successfully deployed with one full recapture. An effusion sweep was made after the recapture. The was sheath was removed from the body, and additional manipulation of the 4d intracardiac echo (ice) catheter was made to gain/practice additional views of deployed closure device under the instruction of the biosense webster ice clinical. Protamine was given. The physician was operating the transesophageal echocardiography (tee) and noted no complications. Upon removal of ice catheter, the physician noted a 1cm pericardial effusion on the right side of heart. The anesthesiologist then noted a drop in systolic blood pressure from 120s to 80. Medications were administered by anesthesiologist for the blood pressure and the patient was prepped for pericardiocentesis, however additional intervention was not needed as the effusion did not increase and the patient's blood pressure normalized after 20-30 minutes. The physician believed that the 4d ice catheter was the source of the pericardial effusion. The patient was kept on the table for an additional 40 minutes for observation with tee. There were no further complications reported and the patient was discharged.